Event description:
It was reported that after using the bd preset¿ arterial blood collection syringe, the needle detached causing leakage on one (1) unit. Recollection of the sample was necessary. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter facility name:(B)(6) hospital. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after using the bd preset¿ arterial blood collection syringe, the needle detached causing leakage on one (1) unit. Recollection of the sample was necessary. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received any samples for investigation. A total of 10 retained samples were tested with water, and none of the syringes leaked. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.